Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227. Device discarded.

Event description:
It was reported that the implant lost primary stability due to damaged threads after the cover screw was attempted to be placed. Tooth location 8.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the returned product identified wear from use about the implant outer threads, and the threads in the internal drive feature. The implant was received attached to the mount, so the drive feature was noted to function, and signs of damage were not confirmed. The bundled cover screw alleged as part of the malfunction was not returned for inspection. The reported product was located on tooth # 8 (universal) and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant internal threads were stripped out. The implant was being placed, it was caught, and the internal threads were stripped. A wider implant needed to be placed. Customer reported the implant was placed to 30 ncm at full stability. When placing the healing screw the internal threads kept binding up on the implant after trying the healing cap in and out a few times the implant itself lost its primary stability (it stripped against the bone) which required me to then remove the implant and place a larger diameter to get primary stability again w/o incident with the cover screw that came with the implant. The reported complaint was not confirmed following inspection of the returned product. Functionality of the cover screw could not be verified without its return. A definitive root cause for this complaint could not be determined.